Event description:
The customer returned this shaver handpiece with the report that it will not operate. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the customer's report that the handpiece won't operate was confirmed. Further investigation found the handpiece has the potential to run on its own related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.